Event description:
Livanova deutschland has received a report that, when customer inspected the 3t heater-cooler in the morning, a pool of water was found under the heater cooler, the cardioplegia tank was empty, there was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united kingdom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Field service technician dispatched to the facility confirmed the issue and solve by replacing the drain tubing from hot and cold plegia tanks due to a cracked t-connector. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2021. Considering that the faulty part is inside the unit and cannot be reached by user, it cannot be ruled out that the failure was accidentally caused during the last maintenance activity. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.